Event description:
The customer stated an axsym analyzer generated a falsely elevated b-hcg result for one patient sample. The axsym analyzer generated an initial b-hcg result of 34 and a repeat b-hcg result of zero. The falsely elevated b-hcg result was not reported outside the laboratory and there was no adverse impact to patient management reported.

Manufacturer narrative:
(B(4). A follow-up report will be submitted when the investigation is complete.